Event description:
During on-site service, the baxter service technician experienced an f-94 alarm on a flogard infusion pump. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review was performed; during evaluation the technician experienced an f-94 alarm. The alarm was caused by a defective main battery. The main battery requires replacement; however, since there were no batteries in stock the device was left out of service at this time. Should additional relevant information become available, a follow-up medwatch will be submitted.